Event description:
It was reported that the patient presented in the emergency room with unrelated subdural hematoma. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited oversensed noise which was incorrectly interpreted by the device and led to inappropriate therapy. The noise was believed to be due to electromagnetic interference. No programming changes were made. The patient was stable, and will continue to be monitored.